Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that after the dental implant was installed in the patient's mouth it was verified its non osseointegration. Twenty ncm of primary stability was achieved and immediate load was not performed. Patient had low bone quality (bone type iii).